Event description:
It was reported that: "the cuff didn't inflate during the test before use. Therefore, a new unit was used instead. There was no patient involved."

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10111 et tube, cf,5.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the valve on the pilot balloon was slightly crushed, making it ovular in shape rather than circular. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. However, the lab inventory syringe was unable to be connected to the pilot balloon valve due to the valve being damaged. All et tubes are 100% inspected for inflation and deflation at manufacturing by inflating the cuffs and allowing them to remain inflated for four hours prior to being deflated. Therefore, it is unlikely that the damage to the valve was present at the time of manufacturing. It could not be determined how or when this defect occurred. Teleflex will continue to monitor and trend on this defect. The device history review investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is detected in any part of the system, the tube should not be used." The reported complaint of "unable to inflate - cuff" was confirmed based upon the sample received. The sample was found to have its valve on the pilot balloon was slightly crushed, making it ovular in shape rather than circular. Due to this damage, a syringe could not be connected to the valve to inflate and deflate the balloon cuff. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at manufacturing by inflating the cuffs and allowing them to remain inflated for four hours prior to being deflated. Therefore, it is unlikely that the damage to the valve was present at the time of manufacturing. It could not be determined how or when this defect occurred. Teleflex will continue to monitor and trend on this defect.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "the cuff didn't inflate during the test before use. Therefore, a new unit was used instead. There was no patient involved."